Event description:
It was reported that the instrument fractured during use.

Manufacturer narrative:
Evaluation summary: it is unk how the instrument was being used when it fractured. If the rasp became stuck on hard bone, excessive force may have been used to advance it through the bone. That force could lead to fracture. In addition, an excessive bending moment on the rasp could have caused the fracture. Based on the info provided, a definitive cause for this issue cannot be determined with certainty. The rasp is fractured at the base of the cutting teeth where the instrument begins to curve. The cutting teeth still appear to be sharp. The potential field age of the rasp is approx 2 years. The device is dimensionally in specification where measured, including hardness. Device history records indicate the component was manufactured and inspected to specification. No manufacturing abnormalities could be detected.